Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the "equipment is damaged with the keyswitch". No additional information was provided. There was no reported adverse patient impact.